Event description:
It was reported the patient had a mammogram and about a month after, the right ventricular lead defibrillation and superior vena cava (svc) impedances were high and an alert was triggered. A fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high resistance/impedance. There were 2 patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012 15:00:04 and (B)(6) 2012 15:00:05. The daily hv- lead impedance trend data show various spike increases for defib active can on impedance and svcdefib impedance equal to 70 to 254 ohms peak between (B)(6) 2012 and (B)(6) 2012.